Manufacturer narrative:
Pump received with self-test failed alarm during self test, problem isolated to rf board.

Event description:
The customer reported via phone call that the insulin pump received rf pic failed selftest. The customer's blood glucose level was unknown. The customer was able to successfully clear the alarm. The device will be returned for analysis.